Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent treatment of a ruptured thoracic aortic aneurysm. The procedure was successful with no evidence of endoleak on the final angiogram. It was reported that one day following the initial repair, the patient had some dark blood draining from the chest tube, which the physician felt was either old blood or venous blood due to the color. Later that evening, the patient quickly lost 5 liters of blood and crashed. A CT scan showed a possible type iii separation endoleak, or possibly a type ii, or a rupture in another location. The patient was immediately taken to surgery and multiple angiograms showed no evidence of an endoleak. The stent graft was relined with another 46x46x150 valiant in case there was an undetected type iii separation endoleak. This did not resolve the problem. The physician could find no issues with the implanted stent grafts. The source of the bleeding was not found, and the patient expired. A review of returned films pre-implant revealed a ruptured thoracic aneurysm. The arch was acutely angulated 90 degrees just distal to the lsa, and the descending thoracic aorta was moderately angulated at mid-length. Minimal calcification was seen within the thoracic aorta. An aortic valve implant was also observed. Images post-implant showed that the stent grafts were placed from the left common carotid into the descending thoracic aorta. The stent grafts appeared to be sufficiently overlapped. Contrast was seen outside the stent graft, primarily from the mid-portion of the devices. No other stent graft issues were seen. The source or cause of the endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results: inherent risk of procedure (death, blood loss, endoleak, rupture). Patient¿s condition affected effectiveness of device (pre-operative rupture). (Insufficient information; cause of post-implant bleeding is unknown). Unapproved use of device (pre-operative rupture). Evaluation conclusions: known inherent risk of a procedure (death, blood loss, endoleak, rupture). Off ¿label, unapproved or contraindicated use (pre-operative rupture). Device failure related to patient condition (pre-operative rupture). (Insufficient information; cause of post-implant bleeding is unknown).